Event description:
The facility had stated that the surgeon successfully implanted a model aa4204vl intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. A model msi-pr injector and model mtc-60c fp cartridge was used to deliver the lens into the eye. The facility could not specify the lot numbers for these items. It is unk what caused the damage to the lens.